Event description:
It was reported while a medic crew was unloading a patient from the ambulance, a hinge between the head end and mainframe of the cot allegedly broke and the cot lowered approximately 2 feet. The patient remained secured to the stretcher and did not make contact with the ground. There were no injuries reported to the medic crew; however, the patient alleged lower back pain. No further details were provided. The stretcher was in excess of 7 years old at the time of incident.

Event description:
It was reported while a medic crew was unloading a patient from the ambulance, a hinge between the head end and mainframe of the cot allegedly broke and the cot lowered approximately 2 feet. The patient remained secured to the stretcher and did not make contact with the ground. There were no injuries reported to the medic crew; however, the patient did allege lower back pain. No further details were provided. The stretcher was in excess of 7 years old at the time of incident.

Manufacturer narrative:
The cot was returned for evaluation. A visual and functional evaluation was conducted and the reported issue was confirmed as the bronze hinge on the patient left side of the cot was broken along with the ramp casting. The roll pin was also found to be severly bent which is indicative of possible offset loading. The bent pin could potentially elongate the hole on the hinge and lead to a crack. It was determined the combination of the age of the cot and the potential repeated offset loading with heavy weight were the contributing factors to the reported issue. The cot was repaired and returned to the complainant. No additional information was provided regarding the alleged patient injury.